Event description:
Customer reported, he ate a sandwich, took 10-12 units of novolin regular insulin at 9:00 pm based upon an advantage system blood glucose result of 322 mg/dl. Also reported an advantage system blood glucose result of 235 mg/dl at 1:30 am. An unspecified time later, he became symptomatic of hypoglycemia, son called emts. Emt meter result at 3:00 am was 46 mg/dl, advantage system result within 10 mins was 232 mg/dl. The emts gave him a sandwich, 18-20 ounces of regular pop, and 2 tubes of glucose. A request was made for the return of the system, and a replacement was sent.